Event description:
On (B)(6) 2011, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Prior to deploying the trunk-ipsilateral leg component, the surgeon performed an angiography with a manual contrast injector. It was reported that the contrast product was diluted and angiography was not accurate. Nevertheless, the surgeon indicated right and left renal arteries, and the locations were marked on the screen. The trunk-ipsilateral leg component was deployed and balloon touch up was performed both proximally and distally. Then surgeon continued with deployment of three contralateral leg components and an iliac extender component. Final angiography was performed. Surgeon was satisfied with the placement, although it was reported that it was difficult to confirm the position of renal arteries due to poor quality of the contrast product. Pt was well with pedial pulsation and was in good condition following the procedure. During the evening, the pt developed anuria. The surgeon intervened and placed a splenorenal shunt to restore perfusion to one of the kidneys. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.